Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. It was stated that the customer experienced high blood glucose. Customer was treated with the food and orange juice for low blood glucose and with the insulin pump for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported low and high blood glucose event. It was stated that the auto mode was active at the time of incident. It was stated that there were air bubbles in the infusion set tubing. The insulin pump will not be returned for analysis.